Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the buttons were unresponsive. Troubleshooting was performed. During the call, the mother stated that the paramedics treated the customer's low blood glucose. It was stated that the customer did not change the time after moving to another state with a three hours difference in time. No further info was provided.